Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th apr 2026, it was reported by an arthrex employee via email that ar-3740sp double loaded knotless fibertak, knee serial no (B)(6) 2.6mm knee fibertak was pulled out during case and the anchor broke. This was detected during left knee athroscopic, meniscus repair and let on the same day. The procedure was completed successfully with a new fibertak.